Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead had migrated after a fall, causing ineffective therapy. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2023, during which an additional lead was implanted to resolve the issue.